Event description:
It was reported that the patient presented to the emergency room after recently feeling dizzy and lightheaded. A rhythm strip was obtained in the ER, and showed the device was not pacing. Lead impedance trends showed variable lead impedance from 600 ohms to 1200 ohms. Both the device and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.